Event description:
It was reported by the patient that a storm went through and now the remote monitor no longer is receiving power. Different outlets were tried with no success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.